Manufacturer narrative:
(Revision surgery) neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine de finitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent posterior lumbar fusion at th10-l3 and vertebroplasty at l1 due to l1 burst fracture on (B)(6) 2016. Postoperatively screws at both sides at l3 backed out approximately by 5 mm. On x-ray done on (B)(6) , back out was found to be resolved and clear zone was observed around the screw. A reoperation was scheduled on (B)(6) (replacement of l3 screw and ex tension of fused levels were planned). As per doctor event may have been caused by kyphosis progression caused by gradual collapse of l1.